Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 175 mg/dl. Alarm and possible causes were explained to the customer. Customer reported the device was stuck on suspend and she cannot reconnect when asked if she recalled any significant events that may have to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.